Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 19 charge processes had been documented. The charge drawn from the battery was checked. The check indicated an unexpected discharge of the battery. The current uptake of the device was then tested, which proved to be unremarkable. An additionally performed long-term study of the current uptake also showed no anomalies. The ICD's ability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The measurement confirmed a battery discharge not in agreement with expectations. The battery was returned to the manufacturer for a thorough analysis. First, a microcalorimetric measurement of the battery was carried out. It showed an increased heat tone. In a next step, the battery was opened and examined. A local low-ohm instance was detected on the side of the cathode. The local low-ohm instance enabled an increased battery-internal self-discharge, which contributed to the premature battery depletion. In summary, the analysis of the ICD confirmed an early battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without problems during the analysis. Based on the analysis, it can be assumed that the therapy functions critical for protecting the patient were available without any limitations during the implantation time.

Event description:
Ous MDR - it was reported that the ICD unexpectedly showed it as at eri during the routine follow-up on (B)(6) 2015, after 46 months of implantation. There had been one therapy episode since implant, which was the intraoperative df test with 20 joule. The pacing percentage was 0% at the end according to the ICD statistics. In the (B)(6) 2014, the patient suffered a stroke. In its wake, various medical exams were performed, which could, however, not be named in detail. Diagnostic methods that could have had a negative impact on the ICD system could also not be ruled out (MRI, etc.). The ICD system showed nothing unusual during a follow-up on 10/01/2014. No other examinations were performed between the current and the last follow-up. No deterioration of the patient's state of health was reported.